Event description:
It was reported that the patient's generator was replaced prophylactically. Per historical hospital the explanted product was discarded.

Event description:
It was reported via clinic notes that the patient is having painful stimulation. The doctor believed that her recent pain and discomfort, may be related to the battery of the vagus nerve stimulator running low. The diagnostics were reported to be within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.